Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During investigation the monitor failed a pulse test and produced a service code 102 (charge profile fault). The cause for the failure was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. A hairline crack was found in the capacitor casing, causing a short in the capacitor. The root cause for the crack in the c19 casing could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was discovered. The monitor failed a pulse test and produced a service code 102 (charge profile fault).